Manufacturer narrative:
Section a1: patient initials were requested but not provided. Section d4: device information was requested but not provided. Manufacturer's investigation conclusion: the reported event of the system controller¿s black power cable being damaged was not confirmed. The system controller (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information indicates that the controller was exchanged to resolve the issue. The root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The serial number of the system controller was not provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch (B)(4) was received on (B)(6)2025. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient arrived to clinic on (B)(6)2024 with noted damage to modular cable and damage to the outer casing of the black power lead on the system controller. The controller and modular cable were replaced. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.